Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a power system error and failed battery test from the insulin pump. The customer's blood glucose level was 130 mg/dl.

Manufacturer narrative:
The insulin pump was returned for motor cannot communicate alarm and software error alarm. Format history file analysis confirmed motor cannot communicate alarm and software error alarm due to software error. No unexpected failed battery error noted. Sleep current within specification. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, scratched case and minor scratched lcd window.